Event description:
It was reported that the pt experienced a shocking sensation and that the left side had been "sparking her" for (B)(6). The "sparking" was characterized as intermittent and without pattern. She also complained of a headache. There was no accident or trauma related to the event. Additional info received that the pt was reprogrammed with simple programs and only one group. Impedance check showed that all but electrode #4 were normal. Group impedances were normal. It was noted that the pt felt the recharger was "over heating" and they did have a lesion on their left forearm which she attributed to the recharger. She denied seeing the thermometer screen on the recharger. The pt was going to contact their physician for further eval. If additional info is received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).